Event description:
"On (B)(6) 2012, the (B)(6) representative at maquet medical in (B)(4) reported that the hcu 30 frequently displayed errors 1004 and 3004 (actuator errors) and 5 actuators were replaced on serial numbers (B)(4). A separate medwatch (8010762-2015-00572) is being submitted for serial number (B)(4). The ssu indicated a on-going problem with the errors and actuator replacements as a result. (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4)."